Event description:
Boston scientific received information that this implantable pacemaker was at end of life (eol) since the last few months ago. A boston scientific technical services (ts) discussed eol functionality and recommended to change the device as soon as possible for function at this stage could not be guaranteed. This device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.